Manufacturer narrative:
This MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. High alarm was found in event log. The reported "cassette not attached properly" problem was duplicated during investigation. Close latch start alarming cassette not attached properly. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the defective downstream occlusion sensor (dso) sensor will be replaced. A corrective and preventative action has been taken to address the reported issue. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.d4 UDI and e4 are unknown.

Event description:
It was reported that an alarm for cassette not attached occurred. No patient injury was reported.